Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 110-180mg/dl not fasting. Verified the strips expire 11/14/2017. Customer confirms the strips were kept in the car and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(4). Customers concern: 240mg/dl. No adverse event reported.